Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('menorrhagia'), genital haemorrhage ('abnormal bleeding (general) irregular cycle'), autoimmune hypothyroidism ('autoimmune disorder - type : hypothyroidism'), ulcer haemorrhage ('bleeding ulcer nos') and diverticulitis ('diverticulitis') in a 47-year-old female patient who had essure (batch no. K000282721-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included body mass index normal. On (B)(6) 2007, the patient had essure inserted. In (B)(6) 2008, the patient experienced genital haemorrhage (seriousness criterion medically significant). In (B)(6) 2008, the patient was found to have uterine leiomyoma ("ablation developed polyps uterine fibroids"). In 2009, the patient experienced cystitis ("infection (bladder/ urinary tract/vaginal) type: multiple"), vaginal infection ("infection (bladder/ urinary tract/vaginal) type: multiple") and urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: multiple"). In (B)(6) 2009, the patient experienced bacterial infection ("infection (bladder/ urinary tract/vaginal) type: multiple/bacterial infection") and hypertension ("other injury(ies) or complication (s) please describe: hypertension"). On (B)(6) 2011, the patient experienced ulcer haemorrhage (seriousness criterion medically significant), diverticulitis (seriousness criterion medically significant) and colitis ("gastrointestinal or digestive system condition type: colitis"), 3 years 8 months after insertion of essure. In (B)(6) 2018, the patient experienced fatigue ("autoimmune disorder type of disorder: adrenal fatigue"), adrenal disorder ("adrenal fatigue") and inflammation ("inflammation"). In 2018, the patient experienced pelvic pain ("pain") and was found to have weight increased ("weight gain"). On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), autoimmune hypothyroidism (seriousness criterion medically significant), abdominal pain ("abdominal pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and arthralgia ("joint pain"). The patient was treated with surgery (ablation). Essure treatment was not changed. At the time of the report, the menorrhagia, genital haemorrhage, autoimmune hypothyroidism, ulcer haemorrhage, diverticulitis, pelvic pain, abdominal pain, vaginal haemorrhage, bacterial infection, fatigue, weight increased, colitis, hypertension, arthralgia, cystitis, vaginal infection, urinary tract infection, uterine leiomyoma, adrenal disorder and inflammation outcome was unknown. The reporter considered abdominal pain, adrenal disorder, arthralgia, autoimmune hypothyroidism, bacterial infection, colitis, cystitis, diverticulitis, fatigue, genital haemorrhage, hypertension, inflammation, menorrhagia, pelvic pain, ulcer haemorrhage, urinary tract infection, uterine leiomyoma, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.6 kg/sqm. Ultrasound scan vagina - on (B)(6) 2007: implant was successful.; on (B)(6) 2008: implant was successful. Most recent follow-up information incorporated above includes: on 12-nov-2019: update of information (batch is invalid). Incident: no valid lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('menorrhagia') and genital haemorrhage ('abnormal bleeding (general) irregular cycle') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included body mass index normal. Did you undergo an essure confirmation test? Yes. Date: not given. Type of test: - don't remember. Result: other (please describe) properly placed. What did your healthcare provider tell you about your results? Don't remember specific conversation. On (B)(4) 2007, the patient had essure inserted. In 2009, the patient experienced infection ("infection (bladder/ urinary tract/vaginal) type: multiple"), hypertension ("other injury(ies) or complication (s) please describe: hypertension"), cystitis ("infection (bladder/ urinary tract/vaginal) type: multiple"), vaginal infection ("infection (bladder/ urinary tract/vaginal) type: multiple") and urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: multiple"). In 2011, the patient experienced colitis ("gastrointestinal or digestive system condition type: colitis"), diverticulitis ("diverticulitis") and ulcer haemorrhage ("bleeding ulcer"). In 2018, the patient experienced fatigue ("autoimmune disorder type of disorder: adrenal fatigue") and pelvic pain ("pain") and was found to have weight increased ("weight gain"). On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal)"), arthralgia ("joint pain"), abdominal pain ("abdominal pain") and polyp ("ablation developed polyps"). The patient was treated with surgery (ablation developed). Essure treatment was not changed. At the time of the report, the menorrhagia, genital haemorrhage, vaginal haemorrhage, infection, fatigue, pelvic pain, weight increased, colitis, diverticulitis, ulcer haemorrhage, hypertension, arthralgia, abdominal pain, cystitis, vaginal infection, urinary tract infection and polyp outcome was unknown. The reporter considered abdominal pain, arthralgia, colitis, cystitis, diverticulitis, fatigue, genital haemorrhage, hypertension, infection, menorrhagia, pelvic pain, polyp, ulcer haemorrhage, urinary tract infection, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.6 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-jun-2019: pfs received. Concomitant condition added. Events: abnormal bleeding (general) irregular cycle, abnormal bleeding (vaginal, menorrhagia), infection (bladder/ urinary tract/vaginal) type: multiple, autoimmune disorder type of disorder: adrenal fatigue, pain, fatigue, weight gain, gastrointestinal or digestive system condition type: colitis, diverticulitis, bleeding ulcer, other injury(ies) or complication (s) please describe: hypertension, joint pain, abdominal pain were added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('menorrhagia'), genital haemorrhage ('abnormal bleeding (general) irregular cycle'), autoimmune hypothyroidism ('autoimmune disorder - type : hypothyroidism'), ulcer haemorrhage ('bleeding ulcer nos') and diverticulitis ('diverticulitis') in a 47-year-old female patient who had essure (batch no. K000282721) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included body mass index normal. On (B)(6) 2007, the patient had essure inserted. In (B)(6) 2008, the patient experienced genital haemorrhage (seriousness criterion medically significant). In (B)(6) 2008, the patient was found to have uterine leiomyoma ("ablation developed polyps uterine fibriods"). In 2009, the patient experienced cystitis ("infection (bladder/ urinary tract/vaginal) type: multiple"), vaginal infection ("infection (bladder/ urinary tract/vaginal) type: multiple") and urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: multiple"). In 2009, the patient experienced bacterial infection ("infection (bladder/ urinary tract/vaginal) type: multiple/bacterial infection") and hypertension ("other injury(ies) or complication (s) please describe: hypertension"). On (B)(6) 2011, the patient experienced ulcer haemorrhage (seriousness criterion medically significant), diverticulitis (seriousness criterion medically significant) and colitis ("gastrointestinal or digestive system condition type: colitis"), 3 years 8 months after insertion of essure. In (B)(6) 2018, the patient experienced fatigue ("autoimmune disorder type of disorder: adrenal fatigue"), adrenal disorder ("adrenal fatigue") and inflammation ("inflammation"). In 2018, the patient experienced pelvic pain ("pain") and was found to have weight increased ("weight gain"). On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), autoimmune hypothyroidism (seriousness criterion medically significant), abdominal pain ("abdominal pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and arthralgia ("joint pain"). The patient was treated with surgery (ablation). Essure treatment was not changed. At the time of the report, the menorrhagia, genital haemorrhage, autoimmune hypothyroidism, ulcer haemorrhage, diverticulitis, pelvic pain, abdominal pain, vaginal haemorrhage, bacterial infection, fatigue, weight increased, colitis, hypertension, arthralgia, cystitis, vaginal infection, urinary tract infection, uterine leiomyoma, adrenal disorder and inflammation outcome was unknown. The reporter considered abdominal pain, adrenal disorder, arthralgia, autoimmune hypothyroidism, bacterial infection, colitis, cystitis, diverticulitis, fatigue, genital haemorrhage, hypertension, inflammation, menorrhagia, pelvic pain, ulcer haemorrhage, urinary tract infection, uterine leiomyoma, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.6 kg/sqm. Ultrasound scan vagina - on (B)(6) 2007: implant was successful.; on (B)(6) 2008: implant was successful.. Most recent follow-up information incorporated above includes: on 1-nov-2019: pfs received : new events - inflammation, hypothyroidism, adrenal fatigue added. Lot number added. Event ablation developed polyps uterine fibroids pt updated from polyp to uterine leiomyoma and event infection (bladder/ urinary tract/vaginal) type: multiple/bacterial infection pt was updated from infection to bacterial infection. Lab data added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.